Event description:
It was reported that there was a replacement/revision. It was reported that the lead migrated/dislodgement which occurred in (B)(6) 2015. It was also reported that the ins (stimulator) moved which occurred in (B)(6) 2014. The ins was noted as loose/movement/migration. It was noted that the patient was pregnancy and this could be related to this issue. The stimulation was off during this time. The patient had revision three days before reported event date. It was unknown if the patient recover completely. No symptoms were reported. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ewzl, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).